Manufacturer narrative:
The pump unable to passed self test. All buttons not function properly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Successfully downloaded history files and traces using [thump]. Keypad anomaly/stuck button is confirmed due to moisture damage on keypad, electronic assembly (pcba 1 and pcba 2). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and serial number label missing. Stuck button alarm did confirm due to moisture damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected error message, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Pump error alarms customer reported receiving a pump error. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880.